Event description:
It was reported the pt did not have stimulation where it was needed. The pt reported the stimulation was in the front of the legs since implant, and there was no stimulation in the back of her legs. Reprogramming had been unable to provide coverage. The next course of action was undetermined.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional review of the patient's medical record identified on (B)(6) 2012 the patient presented with ineffective pain relief. X-rays indicated the lead was migrated and the patient had stopped using her scs system. The patient's scs system was explanted on (B)(6) 2015 as reported earlier.

Event description:
Further follow up identified the scs lead was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.